Manufacturer narrative:
The device was returned for analysis. However, due to a media provided, it was possible to confirm the allegation of insulation damage; the versacross rf wire was sheared off. The rf wire was introduced through a quick needle / micro puncture, which could have led to rf wire insulation shearing off. A labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.'

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, it was mentioned that the clinical rep incorrectly advised the physician that they could use the rf wire as an introducer wire through a non-boston scientific quick needle/micro puncture. This resulted in the insulation being sheared off. The rf wire was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis (disposed).

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, it was mentioned that the clinical rep incorrectly advised the physician that they could use the rf wire as an introducer wire through a non-boston scientific quick needle/micro puncture. This resulted in the insulation being sheared off. The rf wire was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis (disposed). The physician was unable to advance versacross wire up to the heart. The patient did not have any mechanical hardware that contributed to the case.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.